Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that two small lumps of vitreous face were noted around the superior iol optic on both sides. One of the vitreous face lumps extends into the visual axis. Before lens implant patient had posterior sub-capsular cataract (psc) and symptoms of glare. Three months post lens implantation, the patient experienced baseline glare again due to posterior capsule opacification (pco). A yag capsulotomy was performed, but did not resolve the issue. This event references the patient's right eye. Additional information has been requested, but no new information has been provided.